Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. A new cartridge was loaded to resolve the issue. Customer's blood glucose was around 139 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.